Event description:
It was reported that the device exhibited inappropriate therapy and backup operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: feedback: the reason for the return could be confirmed. Analysis of the device found that the device went into backup vvi mode on the (B)(4) 2011 after excessive volume of charges in short period of time which caused the battery to become loaded down. It is believed that the delivered shocks were appropriate based on the programmed settings in the device. Further analysis confirmed that during this loaded down period an anomaly in an integrated circuit caused two different timers to expire, with the result that the device went into backup vvi mode. After a micro reset was applied and the device was removed from the hardware backup vvi mode, electrical measurements found normal device characteristics.